Event description:
It was reported by a healthcare professional in china that during a rotator cuff repair procedure on (B)(6) 2023, an ¿output short¿ alert screen was displayed on the s90 4mm/90º suction electrode with hand controls device. During in-house engineering evaluation, it was determined that the coagulation testing failed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. Investigation summary: the device was received and evaluated in juarez laboratory. Visual inspection revealed signs of activation and a black spot was observed on the tip. Functional test was performed, the electrode presented intermittent operation due to during ablation mode a warning signal appeared as "output shorted". Therefore, the device was sent to the supplier for further evaluation. The vapr s90 w/ hand controls e was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging. The distal tip is in a used condition. There is an area of damage that could have been caused by internal activation (output short event). Residue visible in suction tube. No visible damage to handle, cable or plug. During the electrical test, the hipot (active return) was failed. Also, the functional test was performed, as a result, the activation on both modes were failed and output shorted appeared on the generator. A DHR review has been performed for lot u2206076.; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on the charred and burnt section of the manifold the likely cause of this failure is shorting at distal tip. The failure mode is already being addressed by the suppler quality to eliminate recurrence of this failure mode a design change is required. The design is such that the operator requires a specific aptitude to ensure the glue wicks successfully; this aptitude is not presently ensured by the training program or by the electrode design. The internal tracking distance is shorter than the external; therefore, if the epotek layer breaks down, internal activation can occur with resulting sparking and arching. This can be further improved by changing the training requirement when assembly aids are updated to a repeat training requirement on a 6-month basis. As detailed in the product control plan 921144-ap, s90 hand switching electrodes are 100% inspected for functionality as part of their product test regime (process ID 190) therefore all reasonable containment is still in place. Based on a review of the investigation findings and product ra no containment or correction action related to the individual complaint is required. At this point in time, in depuy synthese mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.